Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate withholding of ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy due to the discriminator algorhythm. Additionally, undersensing was noted on the right atrial (ra) lead during recorded episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.